Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 06-june-2024, it was reported that patient faced 6 events of infusion set fell off during use. The events occurred within less than 1 day of insertion.the patient replaced infusion set and resumed insulin delieveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-12649 - device 1 of 6. E1:(B)(6).